Event description:
It was reported that cerebral vascular accident (cva) and thrombus occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx laa closure device was implanted. Two hundred thirty-seven days post procedure, the patient experienced a fall at home and presented to the hospital. The same day, magnetic resonance imaging (MRI) revealed probable embolic infarcts. The patient was started on heparin and experienced another stroke. Transesophageal echocardiography (tee) was performed six days later, which found a large mobile thrombus on the face of the closure device measuring 2.26cm x 1.76 cm. A thrombectomy was then performed to extract the thrombus from the face of the closure device, and the patient was restarted on oral anticoagulants. The patient was later discharged home.